Event description:
It was reported that a patient presented with inappropriate low voltage output noted on the patient's pacemaker which resulted in a minor arrythmia induced in the patient. Programming changes were suggested. No adverse patient consequences were reported.